Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. The product was cracked on the bottom case. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; the opti-sensor on main board did not operate as intended. The root cause could not be determined, no physical or any other damage was found on main board. Actions were taken to mitigate the reported issues: replaced main board, old style motor bracket, leadscrew and clutch halves for preventive measure; performed occlusion test and all functional tests passed.